Event description:
(B)(4). Migraine headaches started a week after I got it in. I often feel lazy, no energy at all. I have been spotting for 3 months now and I went to the doctor 3 times already. First told me I had to get back on the pill which made no sense to me because that is why I got the essure in so I wouldn't have to deal with any other birth control. Second doctor told me I had depression and the 3rd just prescribed me medicine for my migraines which did not help me!